Event description:
Caller indicated the relion prime meter was reading high. Customer called because she got an e11. Inktel rep walked through a test with her and she was able to get a reading. When she was transferred to me, she said that when she got the e11 she had inserted a strip. When she realized that it means corrupted memory, she called in right away because she did not feel safe using the meter. She then told me that on (B)(6) 2014, she had to call an ambulance because she got a reading of 95 but was actually much lower. Caller uses a continuous insulin pump. She had just eaten dinner and was not feeling good, so she took her reading and got 95. She was feeling lightheaded and not normal, so she drank some orange juice because she was feeling that her sugar was low. Then it did not get better, so she called the paramedics. When they arrived, they took her blood sugar and got 36 with their meter. They did a glucose IV to get her blood sugar up. These tests were done 5-10 minutes apart. She was pretty vague and wouldn't go into much detail. Technique is done correctly and stores strips in original container, on kitchen table or in the cabinet and not around any appliances. Customer already purchased a new prime meter and requested some control solution be sent to her for the new meter.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.